Manufacturer narrative:
The 2.4x381mm drill tip passing pin intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the passing pin broke during use. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: drilling over a bent passing pin. Excessive force being applied during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device code: should be 2687 instead of 2692.

Manufacturer narrative:
One 2.4x381mm drill tip passing pin was returned for evaluation. Visual assessment of the passing pin confirmed the reported breakage. The passing pin has broken approximately 4.5 inches from the distal end. The passing pin is bent at the break area. A major area of abrasion is located at the bend. The bending of the passing pin likely caused it to come in contact with the guide during placement and or the drill when over drilling. Dimensional assessment found the device met print specifications. Per the devices instructions for use ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, doctor was making the tibel tunnel, the hand of him was outside the row of the wire, then the brush started to take their wire that he had the risk of breaking. Doctor continued passing drill with difficulty, the wire finished breaking during procedure, all pieces were removed with a needle holder. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.